Event description:
It was reported to boston scientific corporation by the (B)(4) that a removable covered self-expanding metal biliary stent, possibly a wallflex biliary rx covered stent system, was used during a stent placement procedure on an unknown date. According to the complainant, the indication for the stent placement was for palliative treatment of obstructive jaundice due to a malignant tumor at the head of the pancreas. It was reported that the tumor was potentially resectable and the stent was being used as a bridge to surgery. During the procedure, a removable metal stent was successfully implanted within the patient. However, following the stent placement, it was reported that the patient suffered repeated attacks of pancreatitis on multiple occasions. According to the surgeon, every event of pancreatitis postponed a "potentially curative surgery." Subsequently, during the scheduled surgery, the surgeon reported that the tumor was no longer resectable due to progression. Attempts to obtain additional information regarding the circumstances, upn, and device manufacturer have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation (bsc) by (B)(6) that a removable covered self-expanding metal biliary stent, possibly a wallflex biliary rx covered stent system, was used during a stent placement procedure on an unknown date. According to the complainant, the indication for the stent placement was for palliative treatment of obstructive jaundice due to a malignant tumor at the head of the pancreas. It was reported that the tumor was potentially resectable and the stent was being used as a bridge to surgery. During the procedure, a removable metal stent was successfully implanted within the patient. However, following the stent placement, it was reported that the patient suffered repeated attacks of pancreatitis on multiple occasions. According to the surgeon, every event of pancreatitis postponed a "potentially curative surgery." Subsequently, during the scheduled surgery, the surgeon reported that the tumor was no longer resectable due to progression. Attempts to obtain additional information regarding the circumstances, upn, and device manufacturer have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on (B)(4) 2013: the complainant reported that the stent used during this procedure was not a bsc device. Based on this information, the event is no longer MDR reportable.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4):the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.